Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. Visual inspection was performed. The safety clam being out of calibration was identified during functional testing. The cause of the condition was not determined. To correct the condition, the safety clamp was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a safety clamp out of calibration. No additional information is available.